Manufacturer narrative:
Device evaluation: the 02 x zebd-7-7 zimmon biliary stent set of unknown lot number were involved in this complaint. With the information provided, a document-based investigation was conducted. This file is open to capture the 02 cases of off-label usage of 02 zebd-7-7 stents used. Double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. This file was created in response to¿ MDR-2063¿. Pr¿s also open in relation to this study are as follows: pr (B)(4) - MDR-2063, sepsis. Pr (B)(4) - MDR-2063, other device issue(cystotome needle knife),unintended surgical occurrence after endoscopy. Pr (B)(4) - MDR-2063, bleeding(haemorrhage) puncture site (gastric/duodenal). Pr (B)(4) - MDR-2063, bleeding(haemorrhage) puncture site (gastric/duodenal). Pr (B)(4) -MDR-2063, sepsis pr (B)(4) -MDR-2063, off-label use of zebd.. Pr (B)(4) -MDR-2063, off-label use of zebd. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all zimmon biliary stent set devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use /or label review: as per the IFU (0045) intended use statement ¿this device is used to drain obstructed biliary ducts¿. Sepsis is a known adverse event as per the IFU ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic action to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest¿. As per clinical input, "sepsis that the patients experienced were deemed unrelated to the cook biliary plastic stent". There is evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off -label use was identified. The 02 x zebd -7-7 double pigtail stents were placed across the fistula for a cyst drainage which is off-label use. Zebd stents are intended to drain obstructed biliary ducts. As per the IFU "this device is used to drain obstructed biliary ducts". Sepsis is a known potential adverse event associated with ercp as per the IFU. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: failure identified: as per customer/ or rep testimony double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. Investigation findings conclude a definitive root cause of off -label use was identified. The 02 x zebd -7-7 double pigtail stents were placed across the fistula for a cyst drainage which is off-label use. Zebd stents are intended to drain obstructed biliary ducts. Confirmed quantity of 02 devices used. As per the IFU "this device is used to drain obstructed biliary ducts". Sepsis is a known potential adverse event associated with ercp as per the IFU. The complaint is confirmed based on customer/or rep testimony. According to the pmcf study, the event was ongoing at discharge or 48-hours post-procedure. The site indicated that the event was treated endoscopically ¿cyst necrosectomy due to systemic inflammatory response syndrome after cyst puncture. The patient experienced current hospital stay extended or new hospitalization required". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The event occurred post-procedural (up to 48 hours or until discharge if before 48 hours). The patient experienced a sepsis. The site described ¿cyst puncture caused systemic inflammatory response syndrome¿. A query has been created to ask if the event is caused by the cystotome needle knife or the procedure. The site has not answered when reporting. The site did indicate that the event did not occur due to a device deficiency. Additional information received on 12-sep-2023: for pr# 408144 (MDR-2063, pt. 1910118, uns1) the site was asked if the event was caused by the device, and answered: ¿this is rather the procedure which caused the sepsis. Indeed the liquid inside of the cyst was infected and caused sepsis¿. This file will capture the off-label usage of 2 zebd-7-7 stents used. Double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. The event was ongoing at discharge or 48-hours post-procedure. The site indicated that the event was treated endoscopically ¿cyst necrosectomy due to systemic inflammatory response syndrome after cyst puncture¿. The patient experienced current hospital stay extended or new hospitalization required.